Event description:
Customer's family member reported a hospitalization for high blood glucose levels. Customer was not feeling well, so she went to the hospital. Her blood glucose level at the time of hospitalization was 350 mg/dl. She was treated with manual injection. Customer stated there are times where the pump will alarm no delivery, but the screen still shows 2 bars. She also stated that she would push the bolus button, but nothing would come out and it would say low reservoir or no delivery. Customer also stated that it seems the lower the insulin, the harder it is to push through. Customer conducted trouble shooting. The drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. No leaks were found. The insulin pump history is correct. The insulin pump passed the high pressure test. No other anomalies were found during trouble shooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.